Event description:
Clinical rationale/review: an impella cp was placed to support the 51 year old patient admitted in with acute myocardial infarction and cardiogenic shock in scai stage c shock. The patient's underlying medical history was not shared and is unknown. The pump was placed, but the leg became ischemic on day 2 of the support. Both legs had flow issues but, the leg accessed by the impella was given a perfusion catheter for flow restoration. The perfusion sheath remained until the pump was explanted on day 4. On the following day the team did perform a surgical limb amputation to leg accessed by the impella.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Ppae (ischemia): the cause of the injury was unable to be determined due to insufficient clinical details.